Event description:
It was reported that after cardioversion for atrial fibrillation, the pulse generator exhibited loss of capture and the patient went asystolic. The device was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.